Event description:
I used fixodent from approximately 1991 until 2009, while I was using fixodent, I began, to have migraine headaches, numbness and tingling in my extremities in 2009, I was diagnosed with neuropathy. Blood tests taken at that time, showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose: denture cream. Frequency: 2-3 daily. Route: oral. Dates of use: 1991 - 2009. Event abated after use stopped: no.